Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. No photo for review. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available and it is not being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the device did not pass the leak test on the evita ventilator. The leaking occurred where the two halves are joined. The alleged issue was detected during pre-testing.